Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the drill neuro-tip arm was bent. This type of damage is indicative excessive side loading causing the cutter to flex and to come in contact with the neuro-tip arm. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the drill tip was bent on the craniotome device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was inadvertently documented in the initial medwatch that the drill tip was bent on the craniotome device. Upon complaint review, it was determined that the tip was bent and drilled on the craniotome device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.